Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the cylinders were undersized and the patient experienced distal scarring. The physician made a counter incision on the left distal corpora to allow a full placement of cylinders. The cylinders and pump were removed and replaced leaving the original reservoir in place. The patient had a good outcome following the surgery.